Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. A manufacturing review was completed. The reported lot number for this complaint is part of a field action recall, z-2055-2017. Report source distributor (B)(4). Recall number z-2055-2017 per FDA website.

Event description:
It was reported during an unknown procedure that while using the handle, it broke. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.